Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was found at 9.8 cm to 10.9 cm from the distal tip. The etfe coating of the conductors was intact at this location. (B)(4); no complaint received with return of device. Failure (event) observed during analysis.